Manufacturer narrative:
This device is for export only. Awaiting return and evaluation of the device. The final investigation findings will be reported to the FDA MDR.

Event description:
The customer was applying stim therapy using the tens current when the current increased from 20 to 90 automatically.